Manufacturer narrative:
The insulin pump was received with no button response and button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 49 mg/dl. The customer treated the low readings with orange juice. The customer stated that she treated for a high reading and was working outside the yard. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.